Event description:
It was reported that the patient presented to the clinic, and intermittent loss of ventricular capture was noted on the device. The patient is not pacemaker dependent and was stable during this episode. Oversensing of noise leading to pacing inhibition was also noted on the right ventricular (rv) and right atrial (ra) leads. No intervention was performed at this time, and no adverse health consequences to the patient.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Visual inspection of the header found no anomaly. Electrical, and mechanical analysis performed indicated normal functionality. Further evaluation including capture test found normal results, and output signal verification measured all pacing parameters within normal range. Additional visual inspection did not find any contamination or foreign material that could contribute to the reported events. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
New information indicated that the device was explanted and replaced. The patient was stable before, during, and after the procedure.